Event description:
It was reported that the system 9800 displayed a message "low kvp low ma" during setup for a kidney stone removal procedure. Attempts to remove the message through reinitialization were unsuccessful. The procedure was postponed. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that a fuse on the snubber circuit board was open. The circuit board was replaced. The system was tested and found to be working as intended and placed back into service.